Event description:
Air code error; customer report set air code error. Effect 4.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The customer did not send back the device for investigation by our local team and did not provide further information. The circumstances of the reported event remains unclear and despite several attempt to obtain further information, no other evidences were provided. Therefore the origin of the event cannot be identified. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.